Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a bile duct biopsy procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii disappeared after ten minutes of usage. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.